Event description:
It was reported that during a buttocks procedure, the device displayed an error code. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device a was returned in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. Additionally, when the device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The device b was received in good condition. No visible damage was noted. The hand-activation contact rings were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons (min) were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.